Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in a vein graft. A synergy drug-eluting stent was deployed to the lesion. Post dilation was performed however, a pinhole perforation on the vein graft was noted. No further patient complications were reported and the patient's status was stable and recovering.